Event description:
It was reported that a merlin.net transmission revealed oversensing in the atrium. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.